Event description:
The consumer's spouse took the arms off the topaz wheelchair and was attempting to open the chair and allegedly caught the tip of their middle finger in the seat guide. This allegedly resulted in cutting their middle finger off from the nail up.